Event description:
End user reported that he bought an al19hbfr transport chair, didn't use it for several years. Stated when he pulled it out, the tire was flat and when he took it apart he realized that the rim was bent.